Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device was working normally with the oscillating saw attachment but then simply stopped. The reporter stated that the event was either handpiece or (less likely) battery related. It was reported that the device would not work with a replacement battery or with any other attachments at that time. It was reported that the battery devices were inexplicably not charged. It was not reported if there was a delay in the procedure due to the event. It was reported that spare devices were available for use. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The small battery drive device was evaluated and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.